Event description:
The facility's senior buyer reported to baxter (B)(4) that a y-type micro extension set could not be unscrewed. This occurred prior to use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The customer communicated to baxter (B)(4) that they were not experiencing difficulty with the product as originally reported by the nurse. The customer stated that they would keep and use the product.